Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during dwell three of three of peritoneal dialysis while the patient was connected. It was stated that there was a small puddle of fluid under the homechoice machine. The source of the leak was not found. There was no report of patient injury or medical intervention associated with this event. No additional information is available.